Manufacturer narrative:
The concomitant products: carto 3 serial # (B)(4); stockert serial # (B)(4); coolflow pump serial # (B)(4). Soundstar 3d diagnostic ultrasound catheter, lot # s1097768 (disposed of). Crista cath electrophysiology catheter, lot #15873380m. Webster electrophysiology catheter, lot # unknown (disposed of). (B)(4).

Event description:
It was reported that while gaining access to the pericardial space with the wire inserted and contrast injected, it was noted that the wire was in the right ventricle instead of the pericardial space. The wire was retracted into the pericardial space and the soundstar catheter was introduced. Bleeding occurred as a result of puncturing the right ventricle (rv) free wall during the process of gaining access to the pericardial space for the epicardial mapping. The physician was concerned that he has lacerated a cardiac vein while mapping electrogram potentials around the left atrium (la) with a crista catheter. During surgery it was confirmed that the bleeding was caused be a puncture to the right ventricle (rv) free wall. Ice confirmed a pericardial effusion. Fluid was aspirated from the pericardial space and they continued to map and ablate. It was noted that approximated every 10 minutes approximately 100-130 cc dark fluid was aspirated from the pericardial space. A surgical consult was called and the patient was given fresh frozen plasma and packed red blood cells. The patient was observed for 3-4 hours in the lab. It was noted that the bleeding had subsided but there was a substantial clot in the pericardial space preventing adequate filling. The patient was then transferred to the or in stable condition. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
(B)(4). It was reported that while gaining access to the pericardial space with the wire inserted and contrast injected, it was noted that the wire was in the right ventricle instead of the pericardial space. The wire was retracted into the pericardial space and the soundstar catheter was introduced. Ice confirmed a pericardial effusion. Fluid was aspirated from the pericardial space and they continued to map and ablate. It was noted that approximated every 10 minutes approximately 100-130 cc dark fluid was aspirated from the pericardial space. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.